Event description:
It was reported by service report that the motion interrupt pan is missing. It is unk to the customer if there was pt involvement or if there were adverse consequences.

Manufacturer narrative:
Motion interrupt pan.